Manufacturer narrative:
Follow-up #1 (11/14/2011)-device evaluation: the lancing device involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(6), 2011 with the following findings: the lancing device has passed all testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that she was experiencing an issue with the lancet not fully penetrating when attempting to obtain a blood sample using her one touch delica lancing device. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue with the subject meter began on an unspecified day, 2 weeks prior to contacting lfs, at 6:30 am. She stated that she manages her diabetes with pills, diet and exercise and due to the alleged issue it is unclear if the patient made any changes to her usual treatment. She claimed in the last 2 weeks prior to contacting lfs, after the alleged issue started, at 6:35am she felt 'dizzy and had blurred vision'. She denied receiving any form of medical treatment due to her symptoms. During the initial call with customer service, the agent noted that there was no misuse of the product and had been using the device between 3-4 months. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the reported issue began.